Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and was unable to duplicate the reported problem. The fse performed all functional and safety tests, and the iabp passed per factory specifications. The iabp was returned to the customer and cleared for clinical use. The full name of the initial reporter listed, is (B)(6). An abbreviation was used due to the full name exceeding the character limit for that field.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, they were having ECG issues. No adverse event has been reported.